Manufacturer narrative:
The pump was received with intermittent up arrow button response due to corroded keypad traces. No button error alarms or unexpected numbers scrolling during testing noted. The pump was received with normal operating currents and passed the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a stained end cap sticker, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error and keypad anomaly. Customer's blood glucose at time of incident was 500 mg/dl. Customer stated that none of the buttons are working. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer has order syringes. Customer declined troubleshooting for high blood glucose.